Event description:
A user reported an issue where their pump screen was dark and would not turn on. There was no reported impact on the customer¿s blood glucose level. The resolution involved replacing the pump, which was confirmed to be within warranty. The customer was informed about the need for replacement, and although they declined to share their backup therapy method, they were provided with instructions to return the pump using a pre-paid label and return box.